Event description:
Xtrac is a light beam treatment from photomedic. Consumer had treatment for possible in (B)(6). There were supposed to be side effects. The procedure was done in a dermatologist office. It is a series of treatments; six were done. The site was upper thigh. Her condition worsened. She reported it to the company and to medicare. She reports that the info enter into her medical record was inaccurate as to treatment results.